Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the cmos battery in the computer and did date corrections. The navigation system then passed the system checkout and was found to be fully functional. B01, c02, d02 are applicable. H3, h6: parts have been returned for analysis, but analysis was not completed. B21, c21, d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site turned the system on, the power switch illuminated green and the led in the bottom corner of the monitor turned green and then amber. A 'no sync' message appeared in a blue box on the monitor for a moment and then the screen went black. Technical services (ts) had the site reboot the system and the issue persisted. Ts had the site attempt to open the disc drive and it would not open. The site heard a faint fan noise but expected it was the fan in the system and not the computer. The site also stated that the keyboard caps lock and num lock leds did not illuminate either. The manufacturer representative arrived at the account to troubleshoot the system. The manufacturer representative reset the complementary metal-oxide semiconductor (cmos) battery which turned the system on. Ts clarified earlier statement about leaving the system on by the surgery area: since the date and time reset by resetting the cmos, ts did not recommend for the site to continue using the fusion system until the cmos was replaced. The manufacturer representative was going to recommend rescheduling the cases for tomorrow afternoon instead.  Ts let the manufacturer representative know to move the system to the outlet the site intended to perform the surgery by, in case the system was able to turn on by resetting the cmos battery, and that the system should not be turned off since the account has cases scheduled. The most likely / suspected cause of the issue was computer or cmos. There was no patient involvement.

Manufacturer narrative:
H2, h3: the returned battery was analyzed. The voltage was low. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.